Event description:
Blood glucose results in the 400 and 500's (mg/dl) and then she will get a lower result of 162mg/dl. The difference between these readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.